Event description:
It was noted on x-rays that the screw was broken. The pt had revision surgery. The screw was explanted.

Manufacturer narrative:
X-rays showed a construct from l4 to s1 with interbody device. There was solid interbody fusion at l4/l5. There was no fusion at l5. Collapse is noted at l5 with spondylolisthesis. The right screw at s1 was broken. X-ray review indicated a lack of anterior column support or internal stabilization, translational instability at lowest surgical level, and no cross-construct stabilization as potential contributors to failure. The screw was returned for evaluation. Microscopic examination revealed a fairly brittle fracture surface with fatigue striations.